Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, guiding the customer through the process, which successfully resolved the issue without the error appearing again.